Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that his blood glucose levels have been low. The patient's blood glucose at the time of incident was 44 mg/dl. The customer stated that he received a safety letter and believes that his low blood glucose may have something to do with the contents of the letter. He has been treating his low blood glucose with food. Troubleshooting was initiated for the low blood glucose, and the insulin pump and its corresponding components seemed to function properly. The customer was advised that the pump was working as designed. No products were returned or replaced.